Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the instrument¿s tip was broken. The instrument was found to have both yaw pulleys broken at the distal end. One of the yaw pulleys was missing a piece measuring 0.174¿ x 0.108¿. The other yaw pulley was missing a piece measuring 0.169" x 0.102". This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site¿s system logs with a procedure date (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the longer bipolar forceps instrument allegedly broke off and fell inside the patient. The site claimed that all of the instrument fragments were not retrieved. However, there is no evidence that a malfunction of the instrument occurred. Failure analysis of the instrument determined that the instrument damage was likely caused by mishandling/misuse.

Event description:
It was initially reported that during the da vinci-assisted surgical procedure, the surgeon had issues controlling the long bipolar grasper instrument. Upon removal and inspection of the instrument, the surgical staff noticed that the instrument's tip was broken. An instrument fragment allegedly fell inside the patient and was not retrieved. On 14-mar-2018 and 16-mar-2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was performed on (B)(6) 2018. The long bipolar grasper instrument was used for approximately 1 hour during the surgical procedure. The surgical staff noticed that the instrument was broken at one point when the surgeon attempted to grasp a myoma with the device. A part of the instrument was retrieved by suction during the same surgical procedure. However, the surgical staff was unable to retrieve all of the instrument fragments. The instrument did not collide with any other instruments during the surgical procedure. No x-rays were performed to search for any instrument fragments. No post-operative complications have been reported and the patient was not hospitalized longer than planned due to the reported instrument issue.